Manufacturer narrative:
Date sent: 05/30/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a wedge resection procedure, the staples were malformed at the first firing. Another product was used to complete the case. There was no adverse consequence to the pt.